Event description:
It was reported that a patient experienced issues with their pump's battery. The customer chose not to engage in further troubleshooting with the support team. There was no reported impact to the customer¿s blood glucose level.